Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and there were no major defects observed. Functional testing was performed and the unit was connected to 120vac. The unit passed the initial power connect test. The unit was not able to navigate through the power-on self-test (p.o.s.t.). A red wrench displayed and the unit alarmed. The unit was opened to inspect some of the components inside. All harness connections appeared to be secure. No defects/abnormalities such as burns or loos components were observed on the power supply board or the power control board. The resistance across the thermal fuse and thermal switch were measured. The thermal switch measured 0.2 ohms, which is within the normal operating range of 0.2-0.4 ohms. However, the thermal fuse measured 0l indicating an open circuit. This means the thermal fuse was blown. Testing confirms the unit had a blown thermal fuse. The complaint has been confirmed. The investigation revealed a blown thermal fuse. It was determined that it was likely due to a component or solder issue on the power control board. Since the neptunes are 100% functionally tested during manufacturing assembly, it is unlikely that the failure was present at the time of release. A device history record review was performed with no evidence to suggest a manufacturing related issue. It is possible that the damage occurred during shipping/handling since it was not detected when the unit was inspected before leaving the manufacturing site. Since this cannot be proven, the root cause for the failure is unknown. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported "not heating, not reaching temperature, and displaying multiple errors". No patient involvement reported.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "not heating, not reaching temperature, and displaying multiple errors". No patient involvement reported.